Event description:
The physician was preforming an interventional procedure in a stenosed left anterior peroneal artery using the antegrade approach. During the procedure, he was using a 180 cm sv-5 interventional guide wire (cordis). The wire was inserted through a 3*6 mm savvy balloon -shaft 80 cm (cordis). The wire at that phase still intact, crossed through the balloon's shaft without complication, resistance, or abrasion. While using fluoroscopy to locate the distal part of the guide wire, the physician noticed that the wire distal tip was broken, and segregated into two segments, the internal mandrel core and the outer "floppy" layer. The physician had no choice but to retract the whole complex: balloon and guide wire- in order to prevent future complications. No damage to the pt was reported. The procedure continued, and the procedure was completed successfully. Please note that multiple attempts to acquire additional information have been made and have unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.